Event description:
It was reported via repair work order that the head end of the cot dropped one notch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.